Event description:
Customer reports the following: "biomed reported "we are currently seeing an issue with some pumps not able to set up secondary infusion. We tried testing on some pumps in the shop. Performing the same steps on one pump shows ability to start secondary infusion, on the other pump secondary infusion is greyed out." Biomeds also swapped tubing and problems stayed with the pump. No patient harm. Biomed also tried reloading cassette, pushing on bottom of cassette after closing lever and still no secondary available. Will have the biomed retain the set along with the pump just in case both are needed for evaluation." Preliminary review of the device logs indicate that this is a set ID sensor failure. Further investigation of the pump revealed the following: ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Fresenius kabi opened an internal CAPA in january 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Though this did not stop an active infusion, fresenius kabi submitted MDR #3014732157-2023-00080 for the same confirmed failure mode where an active infusion was stopped. Due to this, an MDR for this complaint should have been submitted within 30 days of complaint awareness as per 21 cfr § 803(a)(2).